Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc failed - system switched off. Upon further troubleshooting action, fse found that suite pc was defective. The fse replaced suite pc, hdd and loaded site software 2.2 but issue still occurred after that fse identified that intermittent failure due to pdu. Fse bypassed the pdu signal to load the software. The fse replaced the mpdu control module. After replacement of mpdu control module, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the azurion device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and identified that there was an issue with the suite pc. The suite pc was replaced, and the device was returned to expected functionality.